Manufacturer narrative:
On 03/12/2019, mentor received additional information about the event. The patient reported that she felt a cooling sensation in her breast prior to deflation of the breast prosthesis. Patient code 1982 ¿neurological deficit/dysfunction¿ has been added. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round spectrum 375cc saline breast prosthesis, catalog #3501460, serial (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a breast augmentation primary procedure with a mentor smooth round spectrum 375cc saline breast prosthesis that deflated after implantation. Deflation of the left breast prosthesis was confirmed by a doctor. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.